Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported thrombus could not be determined. Additionally, thrombus is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported required medication is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report thrombosis. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted the activated clotting time (act) was above 250 throughout the procedure. An xtw clip was inserted and grasping as performed. However, a fluttering object was observed in echo. Additional heparin was administered and the clip delivery system (cds) was removed. After the cds was removed, the fluttering object was still visible on echo. A new cds was then inserted and deployed on the mitral valve, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.